Manufacturer narrative:
The insulin pump was received with a47 alarms are due to corrupted history file. Unit was unable to download to care link pro due to multiple a47 alarms in history screen. The insulin pump passed self test, a21 error test and displacement test. No unexpected a21 alarms and no a17 alarms noted. The insulin pump has minor scratches on the lcd window.

Event description:
Customer reported via phone, company representative was attempting to upload to carelink and found there was not information on the insulin pump. Customer checked alarm history and the device had alarmed external ram crc error, unexpected restart, and displayable history crc check failed on startup. Company representative requested the device to be replaced. Customer declined all troubleshooting. Customer's blood glucose was not provided. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.